Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a left initial knee arthroplasty, the impactor pad broke when impacting the femoral component. The procedure was completed with another femoral impactor and no time was lost. There was no impact to the patient or user.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6 visual examination of the returned product identified signs of repeated use (nicks and gouges) and is fractured. The DHR was reviewed and no discrepancies relevant to the reported event were found. The device has been in the field for 5+ years and shows signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.